Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating secondary motor voltage was too high. Visual inspection of external components found multiple cracks on display cover and fan cover. Visual inspection of internal components found the speaker to lcd ribbon cable had a burn/melt mark. Secondary motor was also found out of primary alignment indicating secondary motor engagement, correlating to the alarm found in data file. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Secondary motor system was tested and passed without issue. An additional 48-hour observational test was performed without alarm and without any malfunction. Customer complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue. The customer complaint could not be replicated; root cause of the fault alarm could not be determined. Unintended secondary motor engagement is not a device malfunction but is a known issue that is currently under investigation. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found to the display and fan covers, as well as the ribbon cable, is cosmetic only. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.